Event description:
The ventilkator showed technical failure code 431002 (blower disconnected). The device alarmed visually and acoustically. The incident did not occur during ventilation. The blower and driver board were checked and the driver board was replaced. Investigation is ongoing.

Manufacturer narrative:
Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Device alarms with tf 431002 (blower disconnected) after start-up, self-test öfailed and the device entered tf 485002 (ambient mode). No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective driver board. After replacing the driver board, the device passed the service software tests and the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The ventilkator showed technical failure code 431002 (blower disconnected). The device alarmed visually and acoustically. The incident did not occur during ventilation. The blower and driver board were checked and the driver board was replaced. Investigation is ongoing.